Manufacturer narrative:
The lot was manufactured from january 31, 2019 - february 1, 2019. The device was received for evaluation containing fluid in the bladder. Visual inspection via the naked eye noted evidence of leak/backflow at the fill port after the fill port cap was removed. Further examination revealed the cause of the backflow at the fill port was due to a glass fragment lodged under the device checkband. The reported leak condition was verified. The cause of the glass fragment becoming lodged under the checkband is user filling technique. A glass ampoule used for filling the device without a filter can result in this type of event. No manufacturing process step would allow glass fragment to be introduced near or adjacent to the fill port. Additionally, the blue winged cap was removed from the flow restrictor and evidence of continuous flow of fluid was coming out at the flow restrictor. The reported flow condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the fill port. It was also reported the device was not flowing properly after a force prime procedure. This issue was discovered during priming. There was no patient involvement. No additional information is available.